Event description:
Baxter (B)(4) received a report that an infusor leaked at the fill port after filling. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. A lot number was not available. Therefore, a batch review could not be performed. Should the device and/or any additional information become available, a follow-up report will be submitted. This product is not distributed in the us and does not have a 510(k) number.